Event description:
It was reported that an occlusion alarm occurred. The customer could not recall their blood glucose value. Customer changed pump supplies to address the issue and ultimately reverted to an alternate method of insulin therapy. The customer went to the emergency room on (B)(6) 2026 and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that day.